Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Section device manufactured date has been updated based on product download.

Event description:
A customer reported being unable to receive sensor scan results on her adc freestyle libre, due to a "replace sensor" error message received on day 8 of sensor wear. The customer subsequently experienced a hypoglycemic event, losing consciousness. An ambulance was called, and an hcp administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scan results on her adc freestyle libre, due to a "replace sensor" error message received on day 8 of sensor wear. The customer subsequently experienced a hypoglycemic event, losing consciousness. An ambulance was called, and an hcp administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.